Event description:
Rptr owns two identical thermometers, device model 1 was purchased approx 3 years ago. The product worked fine until it was dropped a little over a year ago. The digital display didn't work. Acknowledging that rptr had broken it, rptr purchased another, device model #2. These thermometers are identical. Rptr called MFR for technical assistance. The second thermometer seemed to be giving low readings. In comparison to an oral thermometer, it was off by about 2 1/2 degrees. MFR asked rptr to look at the lens and describe its appearance. Lens appeared to have a slight indentation in it. The customer rep stated because of that indentation the thermometer would have to be replaced. MFR charges $45.00 for a replacement and rptr had to send the old thermometer to MFR. Rptr decided to take the lens tip apart. The actual lens consists of a thin piece of plastic paper, not more than an inch big. This paper is stretched across a cylinder and clamped down by a plastic tube. A lens filter (which also is plastic) protects the plastic paper. Rptr stretched out the plastic paper and put the plastic tubings back on and lens filter. Temperature came out normal as compared to an oral thermometer. The same procedure was followed with the first thermometer. After rptr restretched the plastic paper lens, the first one gave normal readings as well. MFR does not sell parts of the thermometer. Rptr feels that the lens design was not durable enough for the average user. The co charges $45.00 for a replacement thermometer, when the lens probably costs just pennies. A customer svc supervisor called 3 times informing rptr that the more expenisve model had a more durable glass tip and retailed for about $180.00. On the second phone call MFR offered rptr an upgrade for $99.00. During third phone call, MFR offered the $180.00 for free, if rptr sent the two models back. Rptr did not accept the offer. (*)